Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for spinal pain. The pump contained an unknown drug with an unknown concentration and dose. It was reported the patient called the on-call doctor who didn¿t manage pumps, but did do referrals. The patient had an alarming pump. The patient¿s personal therapy manager (ptm) showed an 8286 code (empty reservoir alarm occurred). The patient was not experiencing any withdrawal symptoms at that time. The patient was going to use his oral pain medications if he experienced withdrawal. The patient had oral medications to supplement and would call the office first thing on (B)(6) 2018 to get in for a refill. The representative stated the patient¿s refill appointment was ¿thursday¿. The issue was not resolved at the time of the report. Surgical intervention did not occur, nor was it planned. The patient¿s weight was unknown. The patient¿s status at the time of the report was alive ¿ no injury. No patient symptoms/complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for spinal pain. The pump contained an unknown drug with an unknown concentration and dose. It was reported the patient called the on-call doctor who didn¿t manage pumps, but did do referrals. The patient had an alarming pump. The patient¿s personal therapy manager (ptm) showed an 8286 code (empty reservoir alarm occurred). The patient¿s ptm said the date for fill was (B)(6) 2017. The patient was not experiencing any withdrawal symptoms at that time. The patient was going to use his oral pain medications if he experienced withdrawal. The patient had oral medications to supplement and would call the office first thing on (B)(6) 2018 to get in for a refill. The representative stated the patient¿s refill appointment was ¿thursday¿. The issue was not resolved at the time of the report. Surgical intervention did not occur, nor was it planned. The patient¿s weight was unknown. The patient¿s status at the time of the report was alive ¿ no injury. No patient symptoms/complications were reported.